Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00117. (B)(6). The device was manufactured between 06jan2019 and 07jan2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The provided photograph showed evidence of a leak inside the bag that contained the device. However, the location of the leak could not be determined. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked into the over pouch. The location of the leak was unknown. The device was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.